Event description:
A physician reported that six ophthalmic surgical knives did not work as other times (dull/blunt) during cataract surgery. The surgery was completed on the same day after replacing with an alternate knife. There was no impact on the patient .

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections a3.b, d.9., h.3., h.6., and h.11. Six opened knives, in a box, with blades out of sheathing were received for the report of did not work as other times. Samples were visually inspected and found to be nonconforming. For sample 1, 2, 4-5 blade was observed to have bent tip. For sample 3, blade was observed to have bent tip and bent shank. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the videos attached to the parent file were reviewed by the manufacturing site. The videos show an eye under surgery with knife attempting to make an incision with difficulty. Reported issue confirmed from videos. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of did not work as other times. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).